Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned determined for analysis. Based on the information received, the cause of the reported incident could not be conclusively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was no longer receiving stimulation due to the ipg being inoperable. As a result, the patient may undergo surgical intervention to address the issue.